Manufacturer narrative:
The returned device was evaluated and performed as designed. No bend or kink was observed in the cannula. No malfunction or other product condition that would have contributed to the reported hyperglycemia was found. The product was returned with a different lot and sequence number than was reported and noted on the initial MDR. Lot number changed from unavailable to l43491. Sequence number changed from unavailable to (B)(4) . Expiration date changed from unavailable to 5/23/2019. Unique identifier (UDI) # changed from (B)(4). Manufacturing date changed from unavailable to 11/23/2017.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400; 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reported that her blood glucose reached over 250mg/dl while wearing the pod for between 24 and 36 hours. She stated that the tip of the cannula appeared bent when the pod was removed. Treatment included an insulin shot and changing the pod.